Event description:
Ous MDR - after an implant duration of 7 months oversensing with inappropriate shock was reported. No adverse pt side effects have been reported. Another lead was implanted.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at some 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables to the rv shock coil and to the ring electrode was found damaged in this area. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The cuttings of the insulation and the deformation of the rv shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.